Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of a display issue and the inability to review flow was unable to be confirmed. The heartmate system monitor (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that the patient remained stable throughout the event with no change to their parameters. The system monitor and power module were replaced, and no further issues have reoccurred. No photos or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 instructions for use (IFU) under section 4, entitled ¿system monitor¿, provides an overview of the system monitor and explains how to set up and use it. This section contains troubleshooting steps for the system monitor and instructs the user to contact abbott for assistance if the system monitor still does not work. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was connected to the system monitor that previously had no display issues. The screen was not operating appropriately with an ability to review flow. The patient remained stable throughout with no change to parameters. The ventricular assist device (vad) coordinator stated that they believed it was a technical issue as opposed to a patient issue. The power module and monitor were replaced. There were no further issues.